Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and bolus deliveries. The customer stated that he woke up to find the alarm. The customer's blood glucose was 390 mg/dl, which was treated with manual injections. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. He stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to force sensor resistor damage by moisture. The unit was also received with a cracked case at the display window corners and battery tube threads, a minor scratched display window, and a missing end capsticker.